Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia because of infusion set not delivering insulin. Customer's blood glucose level was 400 mg/dl at the time of incident. Customer's current blood glucose level was 100 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer did self test and it was passed. Customer called because of some issues of his quick set and used 4 of them and did not last for a day. The insulin pump was not returned for analysis.